Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v569217, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later reported that patient had no stimulation sensation and loss of therapeutic effect. It was reported that it helped with the symptom for a year then symptoms returned. It was indicated that the patient contacted hcp and went in a few times for reprogramming and to contact manufacturer representative. It was indicated that for 2 years now she was peeing all over the place and would like it to work. It was indicated that she felt two lumps on the tailbone where the neurostimulator (ins) was. It was indicated that patient was now feeling stim at 8.1 on program 1.it was indicated that patient was using many pads a day.

Event description:
It was reported the patient¿s device was ¿not working.¿ it was stated that the patient had a ¿model 3037¿ (programmer) and they have used it for years. The patient stated this was their ¿2nd one.¿ a few months prior it ¿stopped working.¿ it was noted the patient had met with four technicians to make it work, but it still doesn¿t. It was stated the patient was ¿miserable¿ and they could not go out. The patient could barely leave the house. It was ultimately unclear if the patient was referring to the implantable neurostimulator or programmer. Additional information has been requested, a follow up report will be sent if additional information is received.